Event description:
It was reported that a patient presented to the emergency room. Chest x-ray was performed and revealed that all of the patient's leads were dislodged. It was also noted that there was no capture and no sensing on the leads. The physician elected to explant and replace the leads. The patient was stable following the procedure.

Event description:
Additional information received noted that the patient experienced discomfort due to phrenic nerve stimulation.